Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data. Further information was obtained that clarified that the entry tear was in an untreated portion of the descending aorta. Based on this clarification, there is no information that alleges a complaint against the gore device. Therefore, this medwatch is retracted.

Event description:
On an unknown date in 2016, this patient was diagnosed with an open false lumen in a stanford type b aortic dissection. On (B)(6) 2018, it was observed that the false lumen became dissected involving the intima, media and adventitia. Then ischemic reperfusion injury of the celiac artery and renal artery was noted. To treat this, the patient underwent endovascular repair using conformable gore® tag® thoracic endoprosthesis (tgu313120j/(B)(4)). Prior to the implantation of the device, a left subclavian artery ¿ left common carotid artery bypass procedure was performed. The gore® ctag device was implanted in zone 2 and angiography was performed. It revealed blood flow from a re-entry tear located in the descending aorta. However, the procedure was concluded and the patient tolerated the procedure. On (B)(6) 2018, a follow-up computed tomographic image revealed that the diameter of the descending thoracic aorta was now enlarged (the amount was approximately 1.5cm). Moreover, the true lumen of the abdominal aorta still remained narrowed. Therefore, another ctag (tgu313120j/(B)(4)) was placed in the distal part of first ctag device and it extended proximal to the celiac artery. Intravascular ultrasound revealed that the true lumen adequately expanded but there was still blood flow into a false lumen from a re-entry tear located in the right external iliac artery. The procedure was completed without further treatment and the patient tolerated the procedure. The patient will be monitored.